Manufacturer narrative:
A getinge field service engineer (fse) stated that after the safety disk recall, a conduit restricted alarm occurred for the first time the customer used it. The test found that the compressor was faulty. After replacing the compressor, it was checked that all functional parameters of the equipment were normal. Delivered for clinical use.

Event description:
It was reported that after the device was serviced, the cardiosave intra-aortic balloon pump (iabp) malfunctioned and the alarm conduit was restricted and unusable. The device was reported to be working normally before servicing. After, the customer used the equipment for the first time and got a catheter was restricted alarm, and the restart fault could not be ruled out, and the equipment could not be used. There was no patient harm.

Manufacturer narrative:
Event site name : (B)(6). Event site address : (B)(6). Event site telephone : (B)(6). A supplemental report will be submitted upon completion of our investigation.